Event description:
Boston scientific received information that this lead displayed an impedance measurement of 880 ohms. Nine months later, the impedance measurement reached 1800 ohms and the threshold measurement increased. The lead was abandoned surgically and replaced with a new lead. There was no report of adverse patient effects due to the revision procedure.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.